Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the foam was observed to have floated upward and partially blocked the airpath. The device's air inlet path assembly needs to replaced to address the issue.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the foam was observed to have floated upward and partially blocked the air path. The device's air inlet path assembly needs to replaced to address the issue. The inlet air path assembly was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, able to confirm the complaint of the loose foam. The foam in the area of the blower inlet had pulled away from the adhesive. Adhesive residue could be felt on the foam (i.e., the underside was tackier that the topside). There was no evidence of loose foam particulates. In manufacturer service center checked the device and confirmed that there was no deterioration of the foam. However, confirmed that there was peeling of the foam. During periodic maintenance, the reported issue was duplicated by operational checking performed. Confirmed by internal checking that the foam of air inlet path assembly was delaminated. It is considered that due to the impact of the above the route for inspiratory air was blocked and the inspiratory pressure was not secured, which led to occurrence of the reported issue. The following parts were replaced as regulated by maintenance procedure to prevent failure: exhaust fan assy., 43 micron filter, air inlet path assembly, pollen filter. Performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. In this report, section h4, h6, h7 and h9 has been updated.